Event description:
It was reported that the pump was alarming high pressure, which prompted the patient to go to the emergency department. The central line catheter was evaluated and no issue was found. Pump alarm was resolved. No further details provided. No injury reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. No information has been provided to date.

Manufacturer narrative:
Device evaluation: no product was returned. No photographic or diagnostic evidence was provided by the customer. The most probable cause for the alarm is the dso sensor. A DHR review could not be completed as the serial number of the device was not provided. If the device is later returned, the complaint will be reopened and an investigation will be completed.